Manufacturer narrative:
P-cap locked in place properly during testing. Device received with missing motor slide. Unable to confirm pump error 37 or perform displacement test due to missing motor slide.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had drive count and time values or changes incorrect for moving or coasting and too slow or too fast pump error alarm. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.